Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip was deployed without issue. A second clip was advanced and implanted. Post deployment it was noticed that the clip had detached from the posterior leaflet and remained attached to the septal leaflet (slda/ single leaflet device attachment). A third clip was prepared and implanted to stabilize the slda clip and reduce tr to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip was deployed without issue. A second clip was advanced and implanted. Post deployment it was noticed that the clip had detached from the posterior leaflet and remained attached to the septal leaflet (slda/ single leaflet device attachment). A third clip was prepared and implanted to stabilize the slda clip and reduce tr to grade 2.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.